Manufacturer narrative:
The proximal (to the pulse generator) approximately 4cm of the device was returned for evaluation. Visual evaluation of the returned device revealed an insulation tear just distal of the hub and proximal to the serial number sticker. This insulation breach or cut went completely through the outermost coil as well as the inner insulation of the device. It is possible that the lead was cut during initial implantation and stress over time caused a larger gap in the lead. It is not likely that the insulation of both the outer and inner coil would fail without being cut. Photographic analysis under magnification revealed areas of material deformation in the lead insulation walls of the tear consistent with a possible puncture. Photographic analysis did not reveal any voids or material nonconformities in the insulation. Per the event details, this device was implanted and functioned for several years post-implant. Per the manufacturing records, this device passed both hipot and resistance testing before being released. All traceability and process controls have been reviewed and evidence demonstrates that this device met all specifications. No discrepancies were noted that would have contributed to this failure mode prior to leaving greatbatch medical no corrections or corrective actions will be taken at this time. Device analysis did not reveal a manufacturing issue and review of the manufacturing records did not reveal any discrepancies related to this device failure mode.

Event description:
As reported lead experienced noise and sensing issues. A new lv lead was implanted endocardially.